Event description:
The following has been reported: biomed reported: blood backflow into tubing. No patient harm, tubing is available for return. A preliminary review identified the following issue: backflow into primary or secondary unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.